Manufacturer narrative:
H6 coding updated to remove ¿no patient consequence¿ and add ¿failure to advance¿ and ¿device revision or replacement¿.

Manufacturer narrative:
The cause of the product damage was unable to be determined as insufficient clinical details were provided. The cause of the failure to advance was unable to be determined as insufficient clinical details were provided. The guidewire batch passed all incoming inspection checks.

Manufacturer narrative:
The guidewire was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The patient was centrally cannulated and the impella kept hitting the aortic cannula. The wire 0.18 and impella catheter were super kinked and could not cross the aortic valve. The surgeon took the impella completely out of the body and the 0.18 wire and impella catheter were severely kinked. The impella was switched to a stiffer wire and the surgeon wanted to insert the same impella but it did not look safe to be re-inserted because of the kinks so the surgeon had the staff open a new impella catheter. This is one of two related reports. This report represents the guidewire and another report was submitted to represent the impella 5.5.